Event description:
It was reported that the catheter was leaking at the insertion site. Additional information noted that the presep catheter was originally in place in the right internal jugular vein (rij). A CT scan was done and air was noted in the ventricle. The physician removed the catheter and inserted a new line. The CT scan was repeated the air was noted to have "self resolved". The intensivist and the nurse manager confirmed that no lasting complications or injury occurred.

Manufacturer narrative:
One presep triple lumen oligon catheter was received with suture loop and box clamp attached just distal to the backform. Visual examination found no damage on the catheter body, the extension tubes or the hubs. Leak testing found no leakage from the catheter or the other components. All thru-lumens were patent and there was no leakage. The catheter also passed in-vitro calibration testing. The lot number was not provided, therefore a review of the manufacturing records could not be completed. Although the root cause was not conclusively determined, there are no indications of a manufacturing non-conformance. It is possible that catheter positioning may have contributed to the leakage reported. No actions will be taken at this time.